Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I insulin results on one 57yrs old male patient. The results provided were: initial= < 7.20 pmol/l /repeated=82.35 pmol/l /repeated=< 7.20 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of alinity I insulin reagent lot 38911lp87. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Trending review determined no adverse trend for the issue for the product. Accuracy testing was performed using a reagent lot 38511lp87, which is a sister-lot of the likely cause lot 38911lp87. An internal alinity I insulin panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I insulin reagent lot 38911lp87.